Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: none. It was reported that the target lesion was in the lad with 90% stenosis. Another company's guide wire was delivered to the distal lad and a pilot 50 guide wire was advanced to the first diagonal; however, when the pilot 50 was advanced further, the tip caused a perforation. The perforation was treated with another company's balloon catheter. Echocardiography was used to verify that the bleeding had stopped completely. The procedure was completed. The condition of the patient was stable after the procedure. It was further reported that the perforation occurred because of the technique and not because of a quality issue with the guide wire. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. The issue appears to be related to circumstances during the procedure. Vessel trauma, to include a perforation, is a potential hazard described in the instructions for use (IFU) and is not generally associated with a guide wire quality issue. Moving the guide wire against resistance would be required to perforate and the IFU warns not to move the guide wire against resistance. There is no indication of a quality issue associated with the perforation; therefore, no manufacturing related root cause can be determined.